Event description:
Soldering defect. Device history record was reviewed, no issue linked with the reported event has been found. Device log was reviewed and error 18 (x3) has been found. History data confirms theissue reported. Device was not received in france for investigation but was received by lake zurich for servicing. During investigation, technical servicing found out that when moving the power cord, the ac icon indicator would turn on and off. Internal inspection found that the cause of this issue was that the ac inlet was not soldered properly to the main powerboard. The issue is known and a CAPA was opened after the manufacturing date of the device.

Event description:
Soldering defect.